Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to re-evaluation of event.

Event description:
During an ICD replacement for eri, the physician noted an insulation abrasion. The physician elected to cap the lead.